Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: new order of milrinone. Pharmacy prepared. Came up cold. Warmed in my pocket for 30min. Hung infusion as a two nurse check. Continuous air in line alarm. Unable to run infusion appropriately. Needed to stop infusion and reprime several times in order to move air bubbles. The only visible air in line were 'champagne' bubbles that would not prime out of line. Used new tubing and changed pumps. Still had air in line. Upon visual inspection (tubing removed from pump) tubing was leaking near white clip and there was a large amount of air past the sensor. Finally, 2 rns made a new (room temperature) bag of milrinone and reprimed a new line and used a new pump. Air in line resolved. This process took over 1.5hours of trouble shooting. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. Five (5) retain samples were tested and were found to be within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.